Manufacturer narrative:
From the information provided there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. Multiple follow up attempts to gather additional information from the initial reporter were unsuccessful. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical team has reviewed site system logs with a procedure date of (B)(6) 2020 and (B)(6) 2020, and verified that the device was functioning as intended.

Event description:
Healthcare professional reported that a patient coded during treatment and that blood was leaking from the blue dialyzer connector. The patient expired the next day. The cause of the blood leaking from the blue dialyzer connector was reported to be due to operator error. The cause of death and relationship between the death and tablo was not provided.